Event description:
The powered plus stapler did not work properly. It would not feed properly. Changed the stapler during the case and the new stapler worked properly. Manufacturer response for flex powered plus stapler: the sales rep will be picking up the stapler.